Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws start heating up, smoking and the device would not shut off. They removed the device from the patient's leg. A replacement kit was used to complete the procedure. The power supply was set at 2.5 as recommended by the IFU. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).